Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead may have likely moved. As of this time, the lead remains in service. No adverse patient effects were reported.